Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flex vision pc and hard disk drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and the hard disk drive. After replacement of the flexvision pc and the hard disk drives, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation indicated a failure of the graphics processing unit in the flexvision pc. The codes were updated based on the investigation outcome.